Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive, reloaded software, installed all network information required for system. System operates as intended.

Event description:
Customer reports missing images and problems saving images. No patient injury was reported.